Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, while the cgm displayed low and the bg showed 400 mg/dl, they experienced symptoms of hyperglycemia. The patient experienced excessive thirst, frequent urination and decided to visit the clinic. The healthcare provider (hcp) performed a bg reading which was high. They performed a laboratory test and the bg reading was over 700 mg/dl. The patient was treated with intravenous (IV) insulin and potassium. The patient stayed at the hospital for less than 24 hours and subsequently discharged. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.